Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 299 mg/dl, 60 mg/dl, and 143 mg/dl. Customer felt as though she was hypoglycemic and went to lay down after taking the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.